Event description:
It was been reported that upon opening the cement, the powder was bursted. No impact patient reported. No adverse event.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The device was returned to the manufacturer. The product analysis shows that the product has been returned in original box with all pouches. The aluminum and outer pouches are not damaged but opened. On the inner pouch, the left supplier sealing is opened on 1/5 of the length and it stops just before the junction with the biomet sealing. The event is confirmed. The review of the device manufacturing quality record indicate that (B)(4) products designation biomet bone cement r40 ref (B)(4), batch a637bi1602 were manufactured on (december 2, 2016). The device manufacturing quality record (ofs 3937645/3940695) indicates that the released product met all requirements to perform as intended. No non conformity or deviation was observed which could be linked to the complaint issue (complaint category inner cement pouch open sealing) event described in the complaint. 1 complaint included this one has been recorded on biomet bone cement 1x40g, batch a637bi1602. According to the available data, the most probable root cause is due to packaging issue (sealing process). Corrective action has been initiated to address reported issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly.

Manufacturer narrative:
(B)(4). Foreign report source: (B)(6). The device was not returned to the manufacturer. Therefore it could not be analyzed. The review of the device manufacturing quality record indicate that 2955 products désignation biomet bone cement r40 ref 3035890011, batch a637bi1602 were manufactured on (december 2, 2016). The device manufacturing quality record (ofs 3937645/3940695) indicates that the released product met all requirements to perform as intended. No non conformity or deviation was observed which could be linked to the complaint issue (complaint category inner cement pouch open sealing) event described in the complaint. The investigation is in progress. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly.

Event description:
It was reported that upon opening the sterile packaging it was found to be damaged and the powder had come out of the packaging. This issue was detected during surgery. No adverse events have been reported as a result of the malfunction.